Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 "(B)(6)". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the flow rate was too low. The investigation was not able to determine an exact cause. The expulsor will be replaced and testing repeated.

Event description:
It was reported that the volume is too low. There was unknown patient involvement. Analysis of the pump found an inaccurate flow rate.